Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months after the implantation of an implantable pulse generator (ipg), the patient experienced a pocket infection. The ipg, right atrial (ra) lead, and right ventricular (rv) lead were removed and replaced. No further patient complications have been reported as a result of this event.